Event description:
During the procedure, a cook instinct endoscopic hemoclip was used to clip a post polypectomy bleed. The clip was attached to the tissue but would not release from the deployment device. The clip was able to be reopened for removal. A clip made by another company was used to complete the procedure. Our evaluation of the returned device confirmed the drive wire has disconnected from the handle assembly. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing component. Using a hemostat to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was verified to be within the appropriate manufacturing specifications. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance after the clip is closed on the tissue (ie, difficulty with clip release) can lead to additional resistance at the handle which can cause the drive wire to detach from the handle spool. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.